Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a casing issue and a battery indicator issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on (B)(6) 2011, at 8 am. The patient stated that there is something wrong with the meter's test strip holder port since the strips are peeling (using 2 different lot numbers of strips) after inserting them into meter while attempting to do her blood glucose test. Subsequently, due to that reason and the meter's battery indicator warning on the display, the patient is unable to complete a blood glucose test. She stated that she manages her diabetes with novolog 70/30 (self adjuster) and due to the alleged issues on (B)(6) 2011, at 8 am she continued taking her usual dose of medication. The patient claimed on (B)(6) 2011, at 11:20 pm, she felt 'sweaty, weak and exhausted'. In response to her symptoms, she reportedly self treated with food and drink on (B)(6) 2011, at 11:20 pm. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the test strip holder issue remained unresolved and there was no information of misuse. In regards to the troubleshooting for the battery indicator issue, the battery was due for replacement. However, the patient did not have a new battery available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues, continued her usual insulin treatment and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.